Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 17 mg/dl, 230 mg/dl, and 20 mg/dl.